Event description:
The customer contacts reported the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical department with a note that stated "error e321". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.